Manufacturer narrative:
Complaint confirmed. It was observed that approximately 8.60 mm of the ar-1360c remained, with breakage noted at the third, distal-most thread of the biocomposite screw fragment. Due to the returned condition of the ar-1360c, dimensional analysis of the hex and screw threads could not be performed. This type of event is most likely the result of improper bone preparation, failure to insert the implant coaxial to the bone tunnel, prying or leveraging, or flexing the joint during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery the arthrex screw ar-1360c broke. The broken fragment was not removed and will remain inside the patient. The surgery was completed successfully with a new device of the same part number. It was not necessary to change the surgical technique or to perform a second surgery.